Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion.

Event description:
Edwards received notification from our affiliate in new zealand. As reported, a patient underwent a valve-in-valve implant of a thv valve into a stenosed 27mm edwards surgical valve , in the mitral position by transfemoral approach. The thv valve was crimped on the commander balloon. During attempt to place the thv valve, placement was not possible. It was attempted to retrieve the valve back in the sheath, but the valve was caught on the distal tip 26f gore dryseal sheath, which caused it to move off the commander balloon catheter. The valve could not be realigned on the balloon and was moved down in the iliac vein and safely deployed. The team placed a stent inside the valve to enable good blood flow through the valve with good outcome. It was possible to achieve a second puncture in the septum and able to pass the valve through it, and implanted the thv inside the mitral bioprosthetic valve with good success and good outcome. The patient did not suffer any injury from the event. As per medical opinion, the root cause of the reported event might be related to the difficult challenging patient anatomy.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up and engineering evaluation. The device was returned for evaluation and an engineering evaluation was performed. The commander delivery system was returned in default position, with 0% flex and 50% flex. Atrion inflation device and stopcock attached to inflation port, and loader cap inserted over flex shaft. 32 ml of fluid remained in the inflation device. The balloon was fully inflated with no leaks or other abnormalities observed. The device was visually inspected, and no abnormalities were observed on the delivery system. The device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of valve dislodged off balloon during withdrawal through non-edwards sheath was confirmed by provided imagery. However, no manufacturing non-conformances were identified during engineering evaluation. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, ''it was attempted to retrieve the valve back in the sheath, but the valve was caught on the distal tip 26f (non-edwards) sheath, which caused it to move off the commander balloon catheter.'' Additionally, ''as per medical opinion, the root cause of the reported event might be related to the difficult challenging patient anatomy.'' Although imagery of patient anatomy was not provided, it is possible challenging patient anatomy, such as tortuosity in the access vessels, created non-coaxial withdrawal angles. It is possible that the non-coaxial withdrawal configuration, may have resulted in the crimped valve catching on the sheath tip and causing the reported withdrawal difficulty. This in turn likely resulted in the thv becoming dislodged off the balloon during the withdrawal attempt. Available information suggests that patient (tortuosity) and/or procedural factors (non-coaxial withdrawal) may have contributed to the complaint events. However, a definitive root cause was unable to be determined. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment (pra) is required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.